Event description:
The article, "response in renal function after transcatheter tricuspid edge-to-edge repair", was reviewed. This research article is a retrospective single-center experience to evaluate the impact of tricuspid transcatheter edge-to-edge repair (t-teer) on renal function, parameters of venous congestion, and the incidence of acute kidney injury (aki), stratified by pre-existing chronic kidney disease stage. The device included in the study was triclip. The article concluded that post-t-teer, improvements in renal and congestion parameters were observed, accompanied by a lower incidence of aki across chronic kidney disease stages. These findings suggest a potential association between t-teer and improvement in renal function and congestion. [The primary and corresponding author was mathias becker, department of cardiology and angiology, robert bosch hospital, auerbachstr. 110, 70376 stuttgart, germany, with corresponding e-mail: mathias.becker@rbk.de.] This study included patients who underwent t-teer from (B)(6) 2021 to (B)(6) 2023. A total of 181 patients were included in the study, all of which received an abbott device. The median age was 82 years. The majority gender was male. Comorbidities included tricuspid regurgitation and chronic kidney disease.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including tricuspid regurgitation and chronic kidney disease. Complications reported included renal failure, tricuspid regurgitation, unexpected medical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: response in renal function after transcatheter tricuspid edge-to-edge repair b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.